Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the non-calcified, tortuous right coronary artery (rca). The lesion was predilated with a 3.0mm non-bsc balloon, inflated to 14 atm for 20 seconds. During inserting the 3.50x32mm taxus express2 drug eluting stent into the guide catheter, resistance was felt. The stent delivery shaft fractured inside the guide catheter. The shaft was able to be removed with the guide catheter. The procedure was completed with another device. No pt complications were reported. Pt status reported as "good".